Event description:
It was reported that the patient with this right ventricular (rv) lead presented an infection. Consequently the entire system, including this lead, was explanted. Since the patient is therapy dependent, a temporary pacemaker was implanted. No additional adverse patient effects were reported. At this time, the serial of this lead is unknown.